Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model#: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an open wound at the site of the device. On physical examination, it was determined that the patient had a significant area of ulceration at the left low back directly over the ipg implant site and drainage of pus and seepage at the site. The physician did not think that there was an infection but thought that the battery was eroding through the skin. The patient was prescribed antibiotics. The physician decided to take the system out to avoid infection. No device malfunction was suspected.